Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference numbers: 1627487-2021-00011; 3006705815-2021-00005. It was reported that one lead had migrated and patient experienced pain at ipg site. Surgery occurred on (B)(6) 2020 to explant and replace the lead and reposition the existing ipg to address the issues. It is unknown which lead is related to the issue so both leads are being reported.